Event description:
During a lap lar prcedure, when the dr squeezed the firing trigger, the jaw of the device popped out with 5 clips fired simultaneously. There were no adverse consequences to the pt.